Manufacturer narrative:
Additional information b5: medtronic received additional information that the pump had a centrifuge configuration. The pressure increased slowly over a period of approximately 20 minutes. It started to increase about 5 minutes after pumping on. Neosynesine 1mg was used in prime or during the case. The pressure was measured pre-oxygenator in the circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e initial reporter: the first and last names and phone number of the initial report are not available due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator, when used for emergency dissection, the pre-pulmonary pressure immediately increased to around 500mmhg after the pump was turned on. The blood flow was out and after a while, the pressure decreased. The device was used to complete the procedure. No patient complications have been reported as a result of this event.